Event description:
Pt showed abnormal and unexplainable troubles after dialysis treatment. Symptoms observed were early faintness, vomiting, low arterial pressure and thrombocytopenia. The blood analysis showed low platelet level with a 30% decrease. The pt was refused for a renal graft due to his low platelet's level.

Manufacturer narrative:
Rexeed-lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The used product was not available because the product was disposed in the healthcare facility. There is no information to identify the products lot actually used in the healthcare facility. So we reviewed manufacturing records, quality records and distribution records about all lot of products delivered in the (B)(4) market. As a result, no abnormality was found in records. To date, three similar incidents (with thrombocytopenia) including this one european region. But it is not clear if there are any relationship between the device and occurred incidents. It is difficult to identify the cause of occurred symptoms.